Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached dilator hub was confirmed, and the cause was determined to be manufacturing related. One dilator from a microintroducer was returned for investigation. The dilator was received in two pieces. There was a complete separation of the dilator tubing from the hub. The overall length of the dilator tubing was 4.4¿. A microscopic observation revealed anchor marks in the proximal end of the dilator, which were located 1.5mm and 3.5mm from the proximal end of the tubing. A microscopic observation of the molded hub revealed that the dilator insertion depth within the hub was less than the diameter of the dilator tubing. It appears that the anchors were not captured in the molded hub, which could be attributable to an improper position of the dilator tubing on the pins when molding the hub. The complaint sample will be forwarded to the manufacturing facility for further review. (B)(4) evaluation the complaint for "the introducer was separated from the hub" is confirmed. A visual evaluation to the sample showed that the device returned separated from the hub. Due to a microscopic evaluation performed of the dilator and hub, showed that the dilator no was inserted on the hub correctly, the cause is manufacturing related. As part of this investigation mrr¿s and complaints files were reviewed for last 24 months no mrr¿s were found and two confirmed complaints were found with same root cause. A quality alert was created to awareness associates about this failure mode. A lot history review (lhr) of 17pb5607 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility, via the sales rep, that they had an issue with the dilator in their PICC kit. The PICC nurse stated that the inside piece separated from the peel away and was left in the patient. The PICC nurse used her fingers to remove it.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of 17pb5607 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility, via the sales rep, that they had an issue with the dilator in their PICC kit. The PICC nurse stated that the inside piece separated from the peel away and was left in the patient. The PICC nurse used her fingers to remove it.